Event description:
Information received indicates the account inspected the mattress ticking after the first pt use and stated there has been fluid ingress.

Manufacturer narrative:
The technician found the mattress topper had fluid ingress and was soiled badly. He replaced the mattress topper to repair the bed.